Manufacturer narrative:
One singe use device was received for evaluation with approximately 57ml of fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor underinfused. Half the solution remained in the device at the end of the expected infusion time. This occurred during testing performed by the hospital. There was no patient involvement. No additional information is available.